Event description:
During a heart catherization procedure, it was discovered that the coating of the guidewire wiped off after use. There was no injury to the patient reported because of this event. All product with the same lot number was removed from the shelves as a preventative measure and the vendor was notified